Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the anchors from the gastropexy introduction kits failed after 2 weeks. The anchors were implanted on (B)(6) 2016. Granuloma and an abscess had formed at the site, and required surgery and drainage. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. Visual examination revealed foreign material attached to the t-bar. The suture was still attached to the t-bar and appeared to have broken 2.5 cm away from the suture anchor. No manufacturing root cause could be determined for the reported issue. The supplier certified that the component was in conformance with specification and meets all requirements necessary for product release via certificate of conformance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).